Manufacturer narrative:
(B)(4). Unit was received in no manufacturing mode noted. Pump was received with partially broken reservoir tube lip and missing reservoir tube retainer. Unable to perform displacement test due to broken reservoir tube lip and missing reservoir tube retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer states on the top of reservoir compartment there is a big chunk that is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.